Event description:
After the da vinci si prostatectomy procedure, the surgical staff found a wire that came off from the pulley of the prograsp forceps instrument when the staff irrigated it. During the procedure, the movement of the instrument was normal. There was no allegation of patient harm or fragments falling into a patient.

Manufacturer narrative:
The instrument was received and evaluated. Engineering found a derailed grip cable at the distal idler pulley. The grips could still be opened and closed, but movement may not be precise. Additional damage found was deep scratches on the main tube. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded the damage was likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.